Manufacturer narrative:
Returned device was received for evaluation. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was not confirmed. No fault found. Replaced speaker as a preventative measure. Performed power up process, occlusion test, pm and all functional tests which passed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pump, the pump exhibited repeated primary audible alarm. No patient involvement reported.